Event description:
It was reported that the patient underwent an unspecified spinal procedure using posterior fixation. Everything went well and the screws fixed normally. Seven days post-op, x-rays showed that the angle of two screws had changed and it appeared that the vertebra had collapsed. A revision surgery was performed on the eighth day post-op and one screw was removed and replaced with a larger diameter screw, the second screw was left in place. The surgeon added four additional screws for stabilization. Patient outcome is said to be ok.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.